Manufacturer narrative:
D6b. Explantation day, month and year added. D4. Serial and primary UDI number corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical artery for mechanical circulatory support. The anticontamination sleeve was no longer secured to the distal tuohy-borst connection. The registered nurse cleaned with chlorprep and secured with tegaderm. Additional information was received. The patient is still on support pending orthotopic heart transplant/renal transplant.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Pd-anticontamination sleeve-(separation, torn): the cause was unable to be determined as limited clinical details were provided and no product was returned for review. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.